Event description:
The customer reported that during training the device displayed 'connect pads cable' message when pads and cable were attached to a simulator.

Manufacturer narrative:
The customer reported that during training, the device displayed 'connect pads cable' message when pads and cable were attached to a simulator. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.